Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead encountered placement difficulty, in which it faced a fibrosed area near the superior vena cava (svc) coil of the existing high voltage lead, which damaged the coil. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.